Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70 serial #: (B)(4) description: linear 3-6 lead, 70cm model #: sc-2366-50 serial #: (B)(4) description: linear 3-6 lead, 50cm the devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed cellulitis over the lead implant site. Intravenous antibiotics were administered, however, the cellulitis continued. The patient then underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the symptoms of the cellulitis were fever, redness and warmth. The patient is stable post-operatively and the event has resolved. It is unknown if the infection is device or procedure related.

Event description:
A report was received that the patient developed cellulitis over the lead implant site. Intravenous antibiotics were administered, however, the cellulitis continued. The patient then underwent an explant procedure.

Manufacturer narrative:
The returned ipg was analyzed and passed all required tests performed. A review of the device history record did not find any anomalies or deviations that potentially relate to the reported event. There is no reason to suspect a manufacturing defect as the source of the reported complaint. A review of the sterilization documentation for the device was found to be satisfactory. The source of the infection was not determined.

Event description:
A report was received that the patient developed cellulitis over the lead implant site. Intravenous antibiotics were administered, however, the cellulitis continued. The patient then underwent an explant procedure.